Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant d-dimer gen.2 (d-di2) on a cobas 6000 c (501) module. The initial result was 0.000 ug/ml. The sample was repeated 3 times with results of 0.96 ug/ml, 0.719 ug/ml and 3.235 ug/ml. The customer re-centrifuged the sample and repeated it 2 more times with results of 0.210 ug/ml and 0.268 ug/ml. It is not known which result the customer believes to be correct. It is not known if any incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The d-di2 reagent lot number and expiration date were not provided. The sample was an arterial blood sample. There was no turbidity in the supernatant. The investigation did not identify a product problem.  The cause of the event could not be determined.